Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture due to a leak. The customer stated that they do not know where the leak came from and that they had already discarded their reservoir. The customer has a blood glucose level was 115 mg/dl at the time of the call. The customer stated that they called because they were not sure how to change the infusion set correctly, but also noticed that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See (B)(4) for related documentation.